Manufacturer narrative:
(B)(4). Concomitant medical products: item# 00620005422, item name: shell porous with cluster holes 54 mm o.d., lot# 62845919 item# 00630505036, item name: liner standard 3.5 mm offset 36 mm i.d. For use with 50/52/54 mm o.d. Shells, lot# 62980711. Item# 00625006520, item name: bone scr 6.5x20 self-tap, lot# 63044720. Item# 00625006520, item name: bone scr 6.5x20 self-tap, lot# 62313351. No product was returned; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the event. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient presented with painful left total hip arthroplasty. There were small areas of metallic staining around the femoral neck and stem. The femoral head showed no signs of corrosion. No severe corrosion at the modular neck, only a little bit of black staining around the edges. Moderate amount of yellow colored synovial was present in the joint. The head, neck, and stem were replaced with competitor's products. No other findings/complications related to the event were noted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.   Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 00121, 0001822565 - 2021 - 00120. Previously incorrectly reported under 0001822565 - 2021 - 00119.

Event description:
It was reported by the legal department that patient underwent left total hip arthroplasty. Subsequently, patient underwent a revision procedure five years later due to pain, swelling, and altr. No further event information available at the time of this report.